Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the cardiac resynchronization therapy defibrillator (crt-d) did exhibit out-of-range pace impedance measurement, possibly exceeding 2,000 ohms. There were no reported adverse patient effects associated with this event information.

Manufacturer narrative:
Information currently suggests that these medical devices remain actively in service. Theinvestigation remains open at this time as the reason for the imedance anomaly was not known at the time of this initial report.

Event description:
--

Manufacturer narrative:
Most recently, this lead was surgically abandoned for the previously stated issue. The boston scientific local area sales representative stated that there was no evidence of fracture for the lead or any other evident issue. The investigation is considered closed at this time.